Event description:
Rec'd report of tubing causing pump alarms with delay of streptokinase therapy. A pt entered the hospital and was diagnosed with inferior wall mi. A pump set was primed with ns, the convertible piercing pin was opened to vent the bottle and the infusion was started. The pump started to alarm, and would alarm low flow every minute and decrease to a rate of 4cc/hr. The practitioners found a tubing they had previously used for this drug set-up, and the infusion proceeded. The infusion was started 65 minutes from the time the pt entered the hosp, when the optimal time to start the infusion ideally would have been 15 minutes. The pt reperfused without adverse effect, although the pt became anxious because of the repeated pump alarms.